Event description:
It was reported that the asymptomatic patient presented to clinic via a merlin.net transmission which revealed that the pulse generator exhibited backup vvi operation. After the device software was downloaded, normal device function resumed. The device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).